Event description:
It was reported that the atrial lead had occasional loss of capture on a post implant check. It was also noted that the ventricular lead may be oversensing. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 5086mri52 lead, (B)(6) 2014. (B)(4).